Manufacturer narrative:
Concomitant medical products: 4965-35 lead, implanted: (B)(6) 2017; w1tr02 crtp, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) leads exhibited low impedance. The ra leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-06-19: it was further reported that ra low impedance triggered an alert.

Event description:
It was further reported that the ra leads exhibited an old alert for low impedance

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.